Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), after few weeks of implantation, the implant became loose and came out due to osseointegration.